Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experiencing jaw clicking and popping. Patient is being referred to specialist for consult and treatment of tmj.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.